Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be caused by a connector, which was found not fully secured. The back flex was secured properly with the audio functioning as expected.

Event description:
During baxter's functionality testing of a spectrum pump, the device had no audio. There was no patient involvement.